Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated they received pump error alarm but they clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device .

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2022 the insulin pump alarmed insulin pump error 21, insulin pump error 44, insulin pump error 15 and loss connection with transmitter. Complained the insulin pump alarmed stuck button. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No insulin pump error 21, insulin pump error 44, insulin pump error 15 alarms noted during testing. Unit successfully downloaded to thumps. No insulin pump error 21 or insulin pump error 44 listed in the insulin pump history download. However, the formatted history file confirmed the insulin pump alarmed insulin pump error 15 alarm (line number 442 file number (B)(4)) on (B)(6) 2022 11:40:09.000, problem isolated to the electrical board 1 and electrical board 2 as per global logic analysis (B)(4). Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2022 11:36:48.000 in insulin pump downloaded history. Device passed the keypad voltage test. The j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed insulin pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the insulin pump alarmed insulin pump error 15 alarm and stuck button alarm in the insulin pump downloaded history. No insulin pump error 21 or insulin pump error 44 noted during testing or listed in the pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.